Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the 7th most distal row had damage on one side, the struts are lifted and pulled distally. Also, the 6-12 rows on the proximal end of the stent were strained and pulled slightly out of crimp position. The damage to the stent is consistent with force/resistance being applied to the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight hypotube kinks along the catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the physician noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the physician noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.